Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a green particle in the balloon of a small volume intermate. This was noted before patient use. The device was filled with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured february 26, 2015 ¿ february 27, 2015. The device was received for evaluation. A visual inspection revealed a white particle, approximately 0.30 square mm in size, floating in the fluid of the reservoir. No signs of green particle were found in the reservoir. Fourier transform infrared spectroscopy identified the particle as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.